Event description:
It was reported that the device was in back-up vvi mode. A software download was initiated but did not complete. The wand may have come off since the patient was moving. The eri status bit indicated that eri had been reached.